Manufacturer narrative:
The field service engineer indicated that there were carryover issues with the sample probe. He replaced the probe and performed adjustments. Qc was performed and it was acceptable. The investigation determined that the cause was due to carryover on the sample probe. The service actions (replacing the probe and performing adjustments) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. Qc was acceptable on the day of the event. The field service engineer replaced the probe and performed adjustments. Qc was then performed and it was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with calcium gen.2 (ca2) assay on a cobas c303 analytical unit when compared to a cobas c503 analyzer. Initial result: 3.58 mg/dl. The customer questioned the initial result and repeated the sample. Repeat result: 8.83 mg/dl (tested on c503). No questionable result was reported outside the laboratory. The repeat result was deemed to be correct.